Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer&#38112;blood glucose level was not impacted. During troubleshooting with tandem technical support the customer did not have a needle and syringe to fill a 2nd cartridge. The customer reloaded same cartridge successfully and resumed insulin. The customer stated that a new cartridge will be loaded.